Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('miscarriage'), pregnancy with contraceptive device ('pregnancy'), heavy menstrual bleeding ('menorrhagia/ abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding),'), pelvic pain ('severe pelvic pain/ chronic pain'), seizure ('seizure') and iron deficiency anaemia ('anemia') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5, cramp in lower abdomen, back pain, hepatic steatosis, acute renal failure, syringomyelia, cholecystectomy, spinal laminectomy and postpartum state. She denied heavy bleeding. She denied clots. She denied unusual pain. She denies foul odor. (B)(6) 2010 x-ray - hysterosalpingogram status post essure procedure. Techniques: routine hysterosalpingogram was performed. Findings: the scout film demonstrates the presence of bilateral essure devices. Fluoroscopic spot images demonstrate the endometrial cavity to be normal in size. There is some irregularity of the fundal contour of the endometrial cavity which may represent air bubbles or scarring. Bilateral essure devices appear in satisfactory position with occlusion of the bilateral fallopian tubes. (B)(6) 2015,medical imaging exam: xr lumbar spine, 2 or 3 views vertebrae: no acute fracture. Normal alignment marginal osteophytes, without significant disc space. Narrowing. Soft tissues: unremarkable. Previously administered products included for an unreported indication: depo provera, fluoxetine and dmpa. Concurrent conditions included morbid obesity, anxiety, pneumocephalus, hyperlipidemia, hypertension, tobacco user, stress, vitamin d deficiency, amenorrhea, dysuria, fatigue, menopausal, tooth infection, chest pain, seizures, tenderness, maxillary sinusitis, adhd, dysfunctional uterine bleeding, arnold-chiari malformation type I, disability, burning sensation and depression. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2010, morphine, oxycodone, paracetamol (acetaminophen) and simvastatin. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal area pain") and back pain ("low back pain/left lower back pain/ chronic back pain."). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems - condition: depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced infection ("infection"), 5 years 6 months after insertion of essure. In (B)(6) 2016, the patient experienced allergy to metals ("metal allergy"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), seizure (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation"), urinary tract infection ("urinary tract infection/ uti"), hypersensitivity ("hypersensitivity reaction"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), iron deficiency anaemia (seriousness criterion medically significant), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condit/prob") and bladder disorder ("baldder probs"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), buprenorphine hydrochloride;naloxone hydrochloride (suboxone), carvedilol, celecoxib (celebrex) and diazepam. Essure treatment was not changed. At the time of the report, the abortion spontaneous, pregnancy with contraceptive device, heavy menstrual bleeding, pelvic pain, seizure, infection, menstrual disorder, vaginal haemorrhage, urinary tract infection, allergy to metals, abdominal pain, back pain, hypersensitivity, depression, anxiety, dysmenorrhoea, dyspareunia, intermenstrual bleeding, dermatitis allergic, iron deficiency anaemia, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, weight increased and bladder disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, infection, intermenstrual bleeding, iron deficiency anaemia, menstrual disorder, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, seizure, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had currently planning for removal decripancy noted in insertion date between (B)(6) 2010 and (B)(6) 2010. Received treatment for pain, bleeding, allergic reaction, bladder/urinary problems date(s) of insertion: (B)(6) 2010(discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('miscarriage'), pregnancy with contraceptive device ('pregnancy'), heavy menstrual bleeding ('menorrhagia/ abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding),'), pelvic pain ('severe pelvic pain/ chronic pain'), seizure ('seizure') and iron deficiency anaemia ('anemia') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5, cramp in lower abdomen, back pain, hepatic steatosis, acute renal failure, syringomyelia, cholecystectomy, spinal laminectomy and postpartum state. She denied heavy bleeding. She denied clots. She denied unusual pain. She denies foul odor. (B)(6) 2010 x-ray - hysterosalpingogram status post essure procedure. Techniques: routine hysrerosalpingogram was performed. Findings: the scout film demonstrates the presence of bilateral essure devices. Fluoroscopic spot images demonstrate the endometrial cavity to be normal in size. There is some irregularity of the fundal contour of the endometrial cavity which may represent air bubbles or scarring. Bilateral essure devices appear in satisfactory position with occlusion of the bilateral fallopian tubes. (B)(6) 2015,medical imaging exam: xr lumbar spine, 2 or 3 views vertebrae: no acute fracture. Normal alignment marginal osteophytes, without significant disc space. Narrowing. Soft tissues: unremarkable. Previously administered products included for an unreported indication: depo provera, fluoxetine and dmpa. Concurrent conditions included morbid obesity, anxiety, pneumocephalus, hyperlipidemia, hypertension, tobacco user, stress, vitamin d deficiency, amenorrhea, dysuria, fatigue, menopausal, tooth infection, chest pain, seizures, tenderness, maxillary sinusitis, adhd, dysfunctional uterine bleeding, arnold-chiari malformation type I, disability, burning sensation and depression. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2010, morphine, oxycodone, paracetamol (acetaminophen) and simvastatin. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal area pain") and back pain ("low back pain/left lower back pain/ chronic back pain."). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems - condition: depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced infection ("infection"), 5 years 6 months after insertion of essure. In (B)(6) 2016, the patient experienced allergy to metals ("metal allergy"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), seizure (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation"), urinary tract infection ("urinary tract infection/ uti"), hypersensitivity ("hypersensitivity reaction"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), iron deficiency anaemia (seriousness criterion medically significant), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condit/prob") and bladder disorder ("bladder probs"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), buprenorphine hydrochloride;naloxone hydrochloride (suboxone), carvedilol, celecoxib (celebrex) and diazepam. Essure treatment was not changed. At the time of the report, the abortion spontaneous, pregnancy with contraceptive device, heavy menstrual bleeding, pelvic pain, seizure, infection, menstrual disorder, vaginal haemorrhage, urinary tract infection, allergy to metals, abdominal pain, back pain, hypersensitivity, depression, anxiety, dysmenorrhoea, dyspareunia, intermenstrual bleeding, dermatitis allergic, iron deficiency anaemia, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, weight increased and bladder disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, infection, intermenstrual bleeding, iron deficiency anaemia, menstrual disorder, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, seizure, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had currently planning for removal decripancy noted in insertion date between (B)(6) 2010 and (B)(6) 2010. Received treatment for pain, bleeding, allergic reaction, bladder/urinary problems date(s) of insertion: (B)(6) 2010(discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.